Manufacturer narrative:
An event severe mitral regurgitation and heart failure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspection for proper coaptation and effective orifice area. Based on received information, the cause of the reported event could not be conclusively determined.na.

Event description:
It was reported that on (B)(6) 2016, a 27mm epic valve was implanted during a mitral valve replacement. On (B)(6) 2023, the patient was evaluated and determined to have mitral bioprosthetic dysfunction with severe mitral regurgitation and recurrent episodes of heart failure. On (B)(6) 2023, a transcatheter valve implantation, or valve-in-valve procedure, was performed with no issues.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.